Manufacturer narrative:
A quote was provided to the customer for philips to perform testing of the device. However, there was no response to the quote; therefore, no work was able to be performed. Philips was unable to confirm the final disposition of the device because the customer was considered to have refused service, due to not responding to the service quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the tele mx40 does not alarm audibly. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.